Event description:
Information received by medtronic indicated that a phrenic nerve injury was reported for a patient two weeks post cryoablation procedure. The patient contacted the physician two weeks post procedure and reported a non-productive cough and shortness of breath. Chest x-ray was done and showed right elevated hemidiaphram. As per information received, 3 ablations had been performed in the rspv and 2 in the ripv during the procedure: rspv: ablations of 56 seconds, 110 seconds and 180 seconds at temperatures of -50c, -50c and -58c, respectively; ripv: ablations of 180 seconds and 240 seconds at -48c and -55c, respectively.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
Neither bin files nor failure files showed any system notice messages for the date of event. Bin files showed that at least 14 injections (5 inflations and 9 ablations) were performed with the catheter. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.